Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an nrg transseptal needle was selected for transcatheter myocardial ablation. During the procedure, while the device was outside the patient, while repeated manually shaping the needle to adjust the shape of it, the nrg needle tip got separated in two pieces. Thus, the device was replaced with another same model needle and the procedure was completed successfully. No patient complications were reported. The device is not returning as discarded in facility.